Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and heavy calcification and 95% stenosis. Pre-dilatation was performed using an unspecified 1.5x8 balloon catheter. A 2.5x12 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion and the stent was deployed. There was no interaction of devices. A proximal edge dissection occurred. A 2.5x12 mm xience xpedition stent was used to cover the dissection. There were no other device/procedural issues noted. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.